Event description:
It was reported that a user experienced intermittent dexcom g7 continuous glucose monitor signal loss during sleep, with readings dropping out and reconnecting after approximately 20 minutes, which coincided with the user sleeping on the side where the sensor was placed. Symptoms included no reported adverse health effects. Outcomes included no impact on therapy, dosing, or clinical care and no hospitalization. Investigation included user education and troubleshooting regarding sensor placement and body position during sleep. Investigation of this case revealed that pressure on the sensor site likely disrupted sensor-to-receiver communication, and reconnection occurred without intervention. It was concluded that the event was consistent with transient cgm signal loss due to external pressure on the sensor and that the device functioned as designed once pressure was relieved.